Event description:
It was reported that the pump was not beeping. Self test conducted and there were no audio tones.

Manufacturer narrative:
Final analysis revealed the pump had no audible tones due to a broken tranducer wire.